Event description:
The laser system has the following problem: "laser shut down after approximately 5 minutes of lasing at 150 watts. No alarm was observed by the laser technician.

Manufacturer narrative:
We are waiting for additional info from the dist.